Manufacturer narrative:
Concomitant medical products: cmrm6133 absorbable envelope, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately two months after implant of a device system with an absorbable envelope. The device system was explanted. No further patient complications have been reported as a result of this event.